Event description:
Heated aerosol unit alarmed for low temperature. Noted heated aerosol tubing was covered by blanket and tubing melted onto the child's night shirt. Child was sleeping and did not feel tubing against her. No burn marks noted to child's chest area. Required replacement of tubing. Age of device is 2 days.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.